Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the device was partially fired. The jaws were open. Staple pushers were visible at the 2cm cut line indicating the point where the handle compression had stopped. Functional testing noted that the reload was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. The most likely cause could not be established from the information available. Partial fire condition with interlock engagement can occur if the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radical lobectomy procedure, the device was able to fire. However, when triggering the device, the trigger broke off. Nothing fell into the cavity. The surgeon then used another device's handle to resolve the issue. There was no patient injury.